Event description:
The customer has reported that the device was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not made available for evaluation.